Event description:
A purchasing agent reported that a glaucoma filtering shunt would not release properly. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the device was received by a company rep and is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).